Event description:
Rptr alleged blood glucose measured 352, 156, and 254 mg/dl all performed back to back within 2 mins of each other. No actions were taken or treatment was rec'd as a result. A request was made for the return of the suspect product and replacement product was sent.